Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft amd its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 21mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 195mm. It was reported that the aortic neck was reverse funnel shaped. Vessel morphology is unknown. The pt has a history of hypertension, coronary artery disease, chronic obstructive pulmonary disease and a previous myocardial infarction. It was reported that fifteen days later two 28mm aortic cuffs were used to treat a type I endoleak which was the result of stent graft migration. Final angiogram demonstrated no endoleak. No clinical sequelae were reported, and the pt is reported to be fine.